Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise leading to automatic mode switch episodes. No attempts were made to recreate noise in clinic through isometric testing. No intervention was performed. The patient would continue to be monitored.